Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2020. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during procedure. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned instrument exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. The DHR was reviewed and no deviations or anomalies during manufacturing related to the reported event were found. Review of complaint history identified 10 additional similar complaints for the reported item(s) and part and lot combination(s). A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.